Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: d224drg ICD, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached the elective replacement indicator (eri) early. The device was explanted and replaced. It was also reported that the right atrial (ra) lead exhibited high thresholds and undersensing and had fractured. The lead was capped and replaced. It was further reported that the right ventricular (rv) lead exhibited loss of capture due to possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.